Event description:
It was reported that there was a crack in the tubing of a minicap transfer set which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and two holes were observed in the tubing near the occluder legs. Leak, clear passage, and clamp function testing were performed, and a leak was observed. The reported condition was verified. The cause of the damage could not be determined; however, a possible cause might be due to repeated opening and closing of the twist clamp. Should additional relevant information become available, a supplemental report will be submitted.